Manufacturer narrative:
Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. Patient demographics including medical history were not provided. If obtained, a follow up report will be submitted within 30 days upon receipt. The product remains implanted and is thus not available for analysis. A review of the manufacturing records could not be conducted without a lot number. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in the legal brief, the patient underwent placement of an optease vena cava filter. Approximately 6 ¾ years later, the patient underwent an updated CT scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including but not limited to, the filter was significantly tilted and at least six struts were significantly perforating the ivc and several struts had perforated the aorta and duodenum. As a direct proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
Originally reported as (B)(6) 2017. New information corrects date to (B)(6) 2017.

Manufacturer narrative:
As reported, the patient underwent placement of an optease vena cava filter. Approximately six years and nine months later, the patient underwent an updated CT scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including but not limited to, the filter was significantly tilted and at least six struts were significantly perforating the ivc and several struts had perforated the aorta and duodenum. As a direct proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.the product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The inferior vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation of the ivc, aorta and duodenum; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The following additional information was received per the patient¿s medical records: the filter was implanted due to having a history of deep vein thrombosis (dvt) x3 and being on long term coumadin but developing hematuria. During implantation of the filter via the right internal jugular, the filter was delivered with its tip at the l2 vertebral body level, below the renal vein inflow. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately six years and nine months post implantation. The patient also reports suffering from pain in the abdomen and body generally as well as worry, fear, anxiety, and sleeplessness. As reported, the patient had implant of an optease inferior vena cava (ivc) filter. Per the medical records, the indication for filter was a history of deep vein thrombosis (dvt) x3 and hematuria on coumadin. The filter was deployed with its tip at the l2 vertebral body level, below the renal vein inflow. Approximately six years and nine months later, a t scan revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including but not limited to, the filter was significantly tilted and at least six struts were significantly perforating the ivc and several struts had perforated the aorta and duodenum. Per in the patient profile form (ppf), the patient also reports suffering from pain in the abdomen and body generally as well as worry, fear, anxiety, and sleeplessness. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc and surrounding structures; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.